Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported started last night, when they disconnected 'it', when they lay in bed, they still would get stimulation on the lower part of their body. Agent had difficulty understanding the patient because they were talking away from the phone. Pt stated they couldn't lay on their back and had to lay on their stomach. Pt also said they went from group b to a then they can't go back to a then pt had a 'system error' on their device but can't remember the message. Pt said they slept on their side last night. Pt mentioned their rep the problem was either malfunctioning programming issue or a defective stimulator. Pt stated the device was working yesterday, they had the implant done 2 weeks ago and they got the implant yesterday. Pt mentioned that their rep told to that they can try group a or c and they will program group b but due to system error pt was not able to go to different groups. Agent walked the patient through to connect to their therapy app to switch to a different group. Pt asked if the communicator should flash different lights when powering off. Agent reviewed information. When pt tried to connect to the therapy app, they got the not found message. Agent had pt to reset the handset and communicator. Pt was able to connect and access the therapy app and showed that they were in group a, pt tried to go to group b but the handset was searching for the communicator and the screen won't respond. Pt tried to reset the handset and went back to the therapy app. Pt was able to switch to group b and intensity was at '5.7'. Agent reviewed information. Agent redirected pt to their doctor (hcp) to further address the issue. Pt said their rep might be no available until monday and requested to reach out to them to let them know about their situation. Agent reviewed contacting the field for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.